Manufacturer narrative:
Result of investigation: technical analysis of the instrument in question (item 2616fn, lot mn2, manufactured in january 2010) shows that the carbide insert has detached from the jaw section of the needle holder. It is noticeable that the solder material is missing in the middle area of the jaw section and that corrosion is also visible there. This indicates a weakening of the connection between the carbide insert and the base body. Despite the age of the instrument (15 years) and the associated material fatigue, it should be noted that: the carbide insert did not fail spontaneously at rest, but broke during insertion of the instrument into the abdominal cavity, the fracture site shows signs of localized mechanical overload, the instrument was apparently still in clinical use even though visible signs of corrosion and material changes were already present. These points suggest that the instrument may have not been adequately checked for visible damage or material changes before being reused. The combination of: an already weakened soldered area, possible residual moisture and corrosion, and mechanical force during insertion leads to the assumption that the breakage is not solely due to material fatigue, but also to insufficient visual inspection and handling. Therefore, user error[?]in particular, insufficient visual inspection prior to use[?]can be assumed to be a probable contributing factor. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the jaws of the needle holder were found to be damaged, part of one of the tips was found to be missing.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).